Event description:
Information received indicates the head of the bed is continuously rising by itself, even with the bed unplugged.

Manufacturer narrative:
The technician isolated the issue to the left caregiver board. He replaced the left caregiver board to repair the bed.